Event description:
It was reported that the cartridge was leaking from the tubing. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer addressed elevated bg with a manual injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.